Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient could not get her stimulation turned on. Patient said she charged up her implant. Reviewed how to turn stimulation on with patient programmer. Patient was able to turn stimulation on but said she was not feeling stimulation. Patient was told to consider increasing amplitude, if medically appropriate. Patient increased stimulation on group d and was not able to feel stimulation. Patient changed to group a and increased stimulation. Patient reported being able to feel stimulation. Troubleshooting resolved the issue. No further patient symptoms or complications were reported in this event.